Manufacturer narrative:
(B)(4).

Event description:
An in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the left distal sfa (l-1).approximately 11 months post the index procedure the patient suffered restenosis of the left superficial femoral artery (l-1). The investigator has indicated that the event was not related to the study device procedure or paclitaxel. The lesion was treated with non -medtronic pta approximately 14 months later. The outcome is reported as resolved.